Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired locally by the market unit (mu) according to the process in the technical manual. The subject device or spare part was not returned at our laboratory for analysis. Without the affected sample, no investigation can be performed and no root cause can be determined. According to the mu canada, the force sensor was faulty. Due to the lack of information, the root cause cannot be identified. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "sensor does not work. No patient involved." Reporting as a conservative measure due to the referenced issues. No adverse effects reported. More information is needed to complete the investigation.